Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the he is having problems with pump and this happened twice today. The customer stated this has happened before. Alarm did not occur shortly after inserting a new battery. The alarm was recurring during normal pump use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.